Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following readings on the advantage system, compared to a professional device, within 10 minutes: 138 mg/dl (advantage) and 31 mg/dl (emt meter). Customer was sweating, shaky, and acting delusional with the reading of 138 mg/dl. Customer's husband called emts, who arrived and tested the customer at 31 mg/dl on their meter. Customer was treated (treatment not provided) and recovered immediately. No delay in treatment reported based upon device reading. Requested return of suspect device and strips, and replacement was sent.